Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as the malfunction code displayed was not resettable and the pump was still under warranty. The customer was informed that the replacement pump would include updated software, and instructed on how to properly return the faulty pump and set up the new one. The customer did not have backup insulin therapy available and planned to consult with their healthcare provider. A pre-paid return label was provided for the returned pump, and the caller was advised to send it back within a specified time frame to avoid charges.